Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analysis found no anomalies. However, the outer insulation was cut, had a cosmetic depression and cosmetic cut. The inner insulation was torn. There was blood on the proximal conductor (not obstructed). The distal electrode was covered in blood. Visual analysis noted that the lead was stretched and had apparent explant damage. It was also noted that when lead was returned it was observed that the inner insulation was torn prior to performing destructive analysis.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead triggered a patient alert for low impedance. The lead also had a high capture threshold and was oversensing. The lead was explanted and replaced. It was noted that the patient was taking part in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analysis found that the inner insulation had an abrasion.